Manufacturer narrative:
H3 ¿ analysis of the returned catheter found ¿catheter body ¿ incorrectly assembled¿ and ¿catheter body ¿ broken catheter related to user actions.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 500 mcg (concentration) at 24 mcg/day, bupivacaine 5 mg/ml at 0.24 mg/day and clonidine 500 mcg/ml at 24 mcg/day via an implantable pump for unknown indications for use. The patient reported no relief from the pain pump after initial implant. A dye study was performed to check the status of the catheter and the hcp could not aspirate. The rep stated that during surgical intervention it was discovered that the catheter was broken, most likely at the anchor site of the catheter and the reason was unknown. There were no environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included an unsuccessful dye study. Actions/interventions taken included a surgical replacement of the catheter on (B)(6) 2024. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included chronic pain syndrome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2014 ; explant date (B)(6) 2024; ubd: 2016-04-07; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
6a correction: implant date for the pump corrected to (B)(6) 2021. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.